Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2017 with a blood glucose level of 480 mg/dl. The customer had dinner then went to church where they tried to pick up something form the floor and then fell unconscious. The customer was treated for their blood glucose with food. The customer was not wearing the insulin pump during their hospital stay. They were off the device less than 48 hours. The customer returned the product for analysis.